Event description:
Additional information received stated that the patient passed away on (B)(6) 2025 due to septic shock. It was reported that the outcome was device or therapy related and that there was a pump thrombus. An autopsy was not performed. The pump would not be explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had new low flow alarms on their exchanged pump. Log files were sent for review. The event log file recorded (f67) harmonic compensation left ventricular assist device (lvad) and (f55) motor instability fault flags shortly after startup. The corresponding lvad log file data recorded elevated rotor displacement and maglev values during these events. Low flow alarm flags were recorded during periods of (f55) motor instability events. These events were known to occur when there was the presence of something other than blood in the rotor chamber. The data indicated that these events subsided after 23:36:57 on 24jul2025, which indicated that this obstruction passed through the pump. It was later noted that hemodynamics was off and there were concerns for another possible pump thrombus. Additional log files were sent for review. The event log contained clusters of pulsatility index (pi) events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment had operated as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Review of the submitted log files confirmed events that appeared consistent with material such as a thrombus being ingested into and passing through the pump. The submitted controller log files captured a low flow alarm on (B)(6) 2025. Motor instability and harmonic compensation lvad faults were also captured on (B)(6) 2025. Multiple transient low flow events that did not result in alarms were captured on (B)(6) 2025. The submitted lvad log files captured rotor noise and harmonic compensation flags on (B)(6) 2025. The observed events appeared consistent with a material such as a thrombus being ingested into and passing through the pump. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, sepsis, and device thrombosis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.